Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x60x120 epic vascular stent was selected for use. However, during unpacking, it was noted that the safety lock was loosen and the stent was released. The device never entered the patient's body and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. The safety lock was not returned for analysis. There was a kink at the tip of the shaft. The stent was received partially deployed. The stent was deployed 2.1cm outside of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x60x120 epic¿ vascular stent was selected for use. However, during unpacking, it was noted that the safety lock was loosen and the stent was released. The device never entered the patient's body and the procedure was completed with another of the same device.